Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
During a lapidus bunionectomy procedure, on a patient who had 'hard bone,' after 2 qwix screws were placed a short drill was utilized to puncture the proximal cortex of bone and accommodate the head of the third screw. A third 40mm qwix screw was selected and driven in by power about 1/2 way. The rest of the screw was then driven by hand until the head began to recess into the cortex of the bone. As the head of the screw began to sink, "a snap was heard" and the doctor removed the driver with the head of the screw still connected. After an x-ray was reviewed it was determined that the remainder of the screw had to be removed. Pliers were used to remove what was visible of the back of the shaft of the remaining screw. The remainder of the screw came apart; its distal threaded portion was buried and unrecoverable. A secondary method of fixation was needed to stabilize the fusion. A small "t" shaped synthes plate was selected and cut to fit, and filled with locking screws. In addition, 2.5 cc's of trelxpress bone graft were added to the fusion site for bone ingrowth capabilities. Surgery time was increased by 20 minutes.